Manufacturer narrative:
All available information was investigated and the reported knotted lock line and inability to remove the lock line were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability removing the lock line was due to the knot in the lock line; however, a definitive cause for the knot cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Device code 3270 removed and device code 2983 added.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number. Na

Event description:
This will be filed to report the clip failed to deploy due to a suspected knot in the lock line. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. During clip deployment, clip could not be released due to a suspected knot in the lock line. Therefore, the clip was not implanted. A second cds was advanced and during leaflet assessment, the clip opened; therefore, the clip was not implanted. A third cds was advanced to the mitral valve and the clip was deployed without issue. One clip implanted, reducing mr to 1. No additional information was provided.